Manufacturer narrative:
Other, other text: d9: device returned to manufacturer for evaluation on (B)(6) 2021 h10 ? Device evaluation results: visual inspection of the returned jelco hypodermic needle-pro did not reveal any defects or anomalies. A leak test was performed. The product functioned as intended. No leakage was observed between the mating luers or from any aspect of the assemblies. The leakage issue observed by the customer was not reproduced. The complaint was not confirmed. It is possible that the leakage observed by the customer, may have occurred if the mating luers of the components were not seated as described within the instructions for use.

Event description:
It was reported the device was in use for injection when leakage occurred between needle and syringe. No adverse effects reported.